Event description:
A nurse contacted a baxter sale representative and reported that during the night on (B)(6) 2010, the patient was using the home choice machine and presented with dyspnea, vomiting and abdominal distention during cycle 3. A drain volume of 4231 ml was reported which relieved the patient's symptoms. The prescribed fill volume was 2000 ml per cycle. The patient usually drains around 2100 ml. The reported drain volume meets baxter's increased intra-peritoneal volume criteria. There were no changes on prescription and no changes on the concentration of solution. The nurse reported that there is no possibility that someone has clicked stop/continue during the cycles.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter technical service for evaluation. Two one hour therapies were performed with no deviations observed. A review of the event log revealed no device anomalies. The reported issue of iipv (increased intra-peritoneal volume) was confirmed in the log. The event log indicates the device had alarmed with a low drain volume during drain 1. This alarm was bypassed and the device advanced to fill 2 delivering a full fill. During drain 2 the device encountered an empty detect after draining 1797 ml and advanced to fill 3. During drain 3 a low drain volume alarm occurred. An attempt was made to bypass this alarm. The device then alarmed caution negative uf which was bypassed and the device advanced to fill 4 delivering a full fill. The log recorded a drain volume of 4238 ml for drain 4, meeting the criteria of iipv. The exact root cause of this incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).